Event description:
It was reported that the right ventricular lead had low impedance and high threshold due to an inner insulation break. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.